Event description:
During an atherectomy procedure, the burr would not pass through the proximal portion of the guide catheter. The entire system was removed. No pt injuries or complications occurred.